Event description:
It was reported that during an arterio-venous graft de-clotting procedure, the balloon did not deflate. The lesion being treated was predilated with a 7x2cm cutting balloon, and then the 8x2cm cutting balloon was used. Following the use of the 2cm peripheral cutting balloon, the balloon did not deflate. The physician pulled the balloon out partially inflated. It was reported that there were no complications to the pt. It was reported that there was nothing out of the ordinary about the balloon. No pt injuries or complications were reported. Pt status is reported as "okay".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.